Manufacturer narrative:
Device passed basic occlusion test, occlusion test, prime/compromised test, excessive no delivery test and displacement test. No unexpected no delivery alarms were noted. Device received with minor scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's wife reported via phone call that the device alarmed a no delivery alarm during prime. Customer's blood glucose was 400 mg/dl. Customer had changed the set 3 times. Customer wanted the device replaced. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.